Event description:
It was reported that the patient received a high blood glucose alert above 400 mg/dl while experiencing intermittent sensor connection issues, and the patient was provided education on potential causes of elevated glucose and instructed to monitor once the sensor reconnected and to follow clinical guidance. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no additional medical intervention. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed an unclear cause of hyperglycemia with sensor connectivity issues discussed, but no device malfunction confirmed and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.